Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not defibrillate as expected. This issue is patient related. However; there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but not able to duplicate. The customer received a replacement device. The device was retained by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not defibrillate as expected. This issue is patient related; however there was no adverse event reported.